Event description:
It was reported the patient experienced withdrawal symptoms as the device "stopped working". The device was explanted. The patient recovered without sequela. Please see MFR. Report# 6000030200802255.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.